Event description:
Report #3 of 3 for this event. As reported by legal documentation, a patient underwent a left total knee arthroplasty. Subsequently, approximately ten (10) years later, the patient presented to surgeon complaining of pain unrelated to injury/work injury. Patient reports 8 out of 10 on pain scale in left and right knees. Ongoing intermittent aching. Gradually worsening. Aggravated by: bending, stretching, straightening, exercise, kneeling, squatting, standing, walking, stairs. Patient reported falling on both knees while walking the dog. Radiographs, per the surgeon appears to demonstrate lucency about the tibial plateau component of the prosthesis and femoral component of the prosthesis on the left that may represent loosening. Medical records and clinical history were provided. It is unknown if the patient underwent revision of the left knee or if a left knee revision is planned or scheduled. The patient was referred to an orthopaedic surgeon for consultation of possible revision. No additional information is available.